Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl and a bent cannula. Troubleshooting advised customer on insertion technique and proper taping and site location. Customer was advised to change the infusion set and return the infusion set and that it would be replaced. No further details given.